Manufacturer narrative:
E1: facility name "(B)(6)" h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
It was reported that the device was failed during testing and occlusion pressure was low. There was unknown patient involvement. No patient harm/adverse event was reported.